Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1 of their automated peritoneal dialysis therapy. Per initial report, "a supply bag fell off table and became disconnected (from the supply line of the homechoice set)". The home pt indicated "he had the same system error (2240 alarm) earlier (also due to a supply bag falling and becoming disconnected from the supply line of the homechoice set pt cycled the power off/on (on the homechoice machine) twice, reconnected the supply bag", and started a new therapy session using the same supplies. Baxter's technical service center assisted the home pt in ending therapy early,. No pt injury or medical intervention was associated with this incident per the home pt's nurse.